Manufacturer narrative:
The user-reported issue was not confirmed. Zyno medical tested the device on 06/27/2017 and the device passed the pressure test. The pump was found to have a component physical damage, a constant air-in-line alarm issue, a battery outside of warranty, and the occlusion sensor alarm was outside of specification; none of these issues were related to the user-reported issue. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on 11/03/2015. The device was repaired and tested to meet all specification on 06/27/2017, and it was returned to the customer on 06/29/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00127).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the infusion pump.

Event description:
The user reported that the pump failed the occlusion test. No patient injury or harm occurred for this case.